Manufacturer narrative:
The event occurred in (B) (6). Will not be returned to manufacturer.

Event description:
Caller states patient tested 8.0 inr on the coaguchek s system while a comparison lab returned as 2.7 inr. No treatment information provided. No adverse event reported. Requested return of suspect system; however, patient no longer has the test strips; replacement was sent.

Event description:
The facility reported a colleague infusion pump with failure code 812:04, which was identified during bio-medical testing. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.this device is a remediated colleague pump with a user interface module software version of 6.13.90.